Manufacturer narrative:
One sample was received for evaluation. The sample was received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. During this visual inspection an eyelash was detected between the medication and housing, not in the fluid path. The reported problem was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was a black hair in the cassette. The event occurred during the preparation of the cassette. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.